Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the pump alarmed failed battery test. The customer's blood glucose was 112 mg/dl at the time of incident. Customer was assisted with trouble shooting. The customer inserted a new battery, received another failed battery test. Customer was advised pump needs to be replaced. Customer mentions crack on battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Insulin pump received with broken battery tube threads.